Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a insulin pump. Also, performed pre- fill test to reservoir and there was leaking and air bubbles. Conclusion: reservoir does leak and created air bubbles. Evaluated 1 random unopened/sealed reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a insulin pump. Also, performed pre- fill test to reservoir and no leaking and air bubbles. Conclusion: reservoir did not leak and did not created air bubbles.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir had leak at the o ring and it had multiple air bubble inside. Customer reported moisture in the insulin pump. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.